Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of loss of capture (loc) on the right atrial (ra) lead. The hcp stated the patient has history of far field oversensing, persistent atrial fibrillation (af) and had recently reported symptoms. The presenting egm was reviewed and ts discussed possible ra loc, fusion and troubleshooting recommendations as well. At this time, no adverse patient effects were reported. The crt-p and ra lead remain in service.